Manufacturer narrative:
Device will not be returned for eval. DHR review is not possible as lot # was not provided in report. A f/u report will be filed if more info becomes available.

Event description:
It was reported that the iab was inserted & connected to the pump. The pump emitted kinked catheter alarms. Md decreased volume down to 85%. Blood was seen in the gas line, & md removed/replaced iab. There were no reported pt complications.